Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's past medical history included cholecystectomy, lsil, (B)(6) infection, asc-us, allergic reaction to analgesics and swelling lips. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia"), alopecia ("hair loss"), rash ("rash hives") and the first episode of urticaria ("hives"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), migraine ("migraine headaches"), the second episode of urticaria ("hives"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), fungal infection ("yeast infection"), fatigue ("fatigue"), abdominal distension ("gastrointestinal problem: bloating"), vulvovaginal mycotic infection ("infection: vaginal yeast infection"), headache ("headaches"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, abdominal pain lower, migraine, the last episode of urticaria, back pain, vaginal haemorrhage, fungal infection, menorrhagia, fatigue, abdominal distension, alopecia, vulvovaginal mycotic infection, headache, allergy to metals, anxiety, rash, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of urticaria and the second episode of urticaria to be related to essure. The reporter commented: patient sought treatment for her symptoms. Date(s) of removal: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: reporter information, patient details, other relevant history, product information, concomitant drugs, events - menorrhagia, fatigue, gastrointestinal problem: bloating, hair loss, infection: vaginal yeast infection, headaches, nickel allergy, anxiety, rash, hives, vaginal discharge, weight gain, essure confirmation test(s) conducted, specify no, were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.